Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00400 through 3012447612-2021-00404.

Event description:
It was reported that during the surgery, the surgeon said the torque handles are calibrated too tight causing a screwdriver to become bent. The handles were checked and found to be out of specification. There were no reported patient impacts. This is report four of five for this event.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed no signs of obvious damage to the handles. The returned driver has signs of use ie: rounded hexalobe tips. The torque output of the handles was checked and found that the torque output was above the specification limit for four of the five handles; the fifth handle was in tolerance. Potential cause root cause was unable to be determined. This event could possibly be attributed to not returning the device for calibration. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the surgery, the surgeon said the torque handles are calibrated too tight causing a screwdriver to become bent. The handles were checked and found to be out of specification. There were no reported patient impacts. This is report four of five for this event.